Event description:
Complaints text, (B)(6) 2018, 16:25:09, erp_rfc_user related (b)(4 complaints text, (B)(6) 2018, 16:24:45, erp_rfc_user related (B)(4). Complaints text, (B)(6) 2018, 16:22:39, byrdb2 pump has cosmetic damage and pump was dropped couldn't choose both options in t/s guide. Complaints text, (B)(6) 2018, 16:21:56, byrdb2 initial notes: the customer just noticed on her 670g pump the little section where the reservoir goes, has a crack in the side of it. Starts at the top but goes down towards where to bottom connects to the pump part hasn't caused a problem, out of town right now, but decided to call and make sure inquired what led up to the complaint. Customer response: the customer had it back pocket thought it was going to fall went to reach for it when noticed it bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack . 2. Damage occurred: unsure . 3. Location of the damage is: reservoir compartment. The clip that comes with this pump is not very stable at all. Hasn't had a replacement clip hasn't broken and slips off of clothes if put in pocket it will fall out the pump tends to fall first week she got it. Bg was fine adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: adv customer can send her the new and enhanced belt clip and gave eta on delivery additional notes: adv customer the pump will be no longer considered waterproof if crack is there bg 145 today when noticed the crack alt address: c/o glenn lemar 3500 west elm st lima oh 45807 ship: acc-1601 1 pump 1 box 1 le / return: 1 pump reason for return: ca03 damage.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w version 3.18e. Unit received with cracked reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."